Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours on their abdomen. The patient reported ingesting ¿a good amount¿ of popcorn and caramel popcorn at the movies and then his blood glucose increased to 600mg/dl, which he confirmed with a fingerstick blood glucose. He noticed the smell of insulin and thought the pod was leaking. The patient experienced symptoms reported include increased sense of smell and limbs feeling heavy and dragging. In the emergency room the patient had a chest x-ray, electrocardiogram, urinalysis, and unspecified blood work performed (results all unspecified) the patient¿s diagnosis on discharge paperwork stated, ¿elevated blood sugar level and high potassium levels¿ (exact potassium results were not specified). The patient was treated with unspecified intravenous fluids and released from the emergency room within 4 hours, when his blood glucose was down to 250 mg/dl. The pod had not been removed at the emergency room, and the patient did not notice improvement upon returning home, so they then changed the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.